Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d354trg, implanted: (B)(6) 2012, explanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected premature battery depletion due to high right atrial (ra) lead and left ventricular (lv) lead threshold outputs. The device was explanted and replaced and the ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis indicated the pacing capture threshold in the lv (left ventricle) was high. It was noted the left ventricular capture management (lvcm) trend data showed threshold measurements were 4.5v up to > 6v and the last threshold measurement on 2014 (B)(6) was 6v at 1.5ms. The lvcm has since been reprogrammed off.